Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in china: "over infusion". According to the customer: the patient 's blood pressure was high, so infusion syringe pump was used, and urapidil injection was pumped to lower blood pressure, at the rate of 5ml/h, 50ml of the drug should be pumped over 10 hours, but the alarm had ended in 7 hours, and the pumping speed was inaccurate. Description of root cause analysis (by reporter):inaccurate sensor precision, calibration required preliminary handling of event:replace other infusion syringe pump, report to the equipment division for repair follow up:8/10/2023 contacted the reporter by phone. The reporter said that the patient had just had a heart operation, and the drip rate of the injection pump should not affect the treatment of the patient. After finding out, the pump should be changed in time, which might threaten the safety of the patient".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.